Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10. Corrected sections: e1(name, address, city, tel. No).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit power supply was shut down, battery was running and the power was off. The unit was replaced with another machine and treatment continued. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Operation check confirms that the existing battery drive powers off at rate 90 in about 40 minutes. Battery = deterioration is considered because the low battery level alarm was issued 35 minutes after the start of operation. To fix the issue, the fse replaced the battery, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.